Event description:
The lay user / patient contacted lfs on (B)(6) 2011, alleging that her lancing device was cracked/broken. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient. The patient mentioned that she first noticed that her lancing device casing was cracked/broken on (B)(6) 2011. The patient has had the lancing device 4-5 years prior to the alleged issue with the lancing device. The patient denied exhibiting any symptoms due to the alleged issue. At an unspecified time on (B)(6) 2011, the patient was hospitalized and received medical treatment; however, it is unknown why the patient was hospitalized and what kind of treatment the patient received. Based on the initial report there was no misuse of the product. This is not the first time the product is being used. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how long the patient was unable to test, confirm about whether the patient developed symptoms, why the patient as hospitalized, initial reading in the hospital, treatment she received and how long she was hospitalized. Product was replaced. The complaint is being reported since the patient alleged that due to a cracked/broken casing she was unable to test and ended up being hospitalized and receiving treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.